Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had a lot of air bubbles. Customer¿s current blood glucose value was unknown at the time of the call. Troubleshooting was not performed. They also stated that ther where lot of air bubbles while filling the reservoir. The product will not returned for analysis.